Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic for a routine follow-up, non-sustained right ventricular oversensing was observed. The artifact could be reproduced when the patient was sitting in his automated recliner. Turning off the low frequency attenuation filter was recommended. No further information is available.